Event description:
During an atrioventricular reentrant tachycardia procedure, the patient had developed a pericardial effusion. The procedure was abandoned and patient was in stable condition.

Manufacturer narrative:
One quadripolar, bi-directional wheel control, therapy ablation catheter was received for evaluation. The catheter met specifications for electrical and deflection testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.